Manufacturer narrative:
(B)(4). The patient damaged the patient line tubing of the homechoice cassette during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that using damaged sets can result in contamination of the fluid or fluid pathway and instruct the user to check the disposable supplies for damage. The guide also states that if damage is found, the user should obtain a new disposable set and repeat inspection procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. The care giver (cg) stated that the patient went to use the bathroom and ran over the patient line with their wheelchair causing a hole in that line. The technical service representative (tsr) assisted the cg with clearing the alarm and reviewing the log. The alarm log noted the alarm. The tsr advised the cg to finish therapy manually or start over with all new supplies. The tsr reviewed proper procedures per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.